Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that they are having issues with safety on accucath - there have been 3 separate instances. Additional information received 12 october 2023: the first malfunction occurred prior to accessing patient. Second malfunction occurred during access of patient. The event did not involve an urgent/life threatening medical situation. No patient harm, injury, complication, or negative outcome reported. Unit was discarded. This report addresses the third incident.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. H3 other text : device not returned

Event description:
It was reported by customer that they are having issues with safety on accucath - there have been 3 separate instances. No other information was provided. This report addresses the third device.